Event description:
Koru medical became aware of a report stating the syringe flew out during infusion and the black tab wouldn't rewind. No adverse events were reported to have occurred. Good faith efforts were sent to the initial reporter on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 for additional information. Responses were received from the initial reporter on (B)(6) 2023 and (B)(6) 2023 stating the event occurred during set up of the pump where the syringe flew out of the pump after loading and the black tab would not reset or move back in order to reattempt syringe load after initial issue. No adverse events occurred. The pump serial number was provided. The patient was described as a new user who has been using the pump for approximately 2 months. Good faith effort was sent to the initial reporter on (B)(6) 2023 regarding pump return. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.